Manufacturer narrative:
With the available information, boston scientific concludes that a feature of this device, the signal artifact monitor (sam), appears to have identified atrial fibrillation as mv noise and, as such, the mv sensor was disabled. This device has not been returned; therefore, technical analysis cannot be conducted. Investigation of the available information determined this device exhibited incorrect categorization of atrial arrhythmia(s) as mv noise. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient has been feeling dizzy and lightheaded. Boston scientific technical services (ts) was contacted for a review of the data, and ts saw possible loss of capture and signal artifact monitor (sam) episodes due to false detection of atrial fibrillation. The right atrial lead also had low, out-of-range impedance measurements of less than 200 ohms. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that the patient has been feeling dizzy and lightheaded. Boston scientific technical services (ts) was contacted for a review of the data, and ts saw possible loss of capture and signal artifact monitor (sam) episodes due to false detection of atrial fibrillation. The right atrial lead also had low, out-of-range impedance measurements of less than 200 ohms. The device and leads remain in service. No adverse patient effects were reported.